Event description:
During preventative maintenance of the device, the user reported the gas system would not calibrate. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.